Event description:
Zit was reported that a core universal driver with tps handpiece core started running on its own during a procedure. A third party reamer was being used with our drill. When the drill started running the reamer came off and cut the scrub technicians hand. The procedure was completed with an alternate device and there was no procedure delay. The scrub tech was sent to the ER for treatment. A blood sample was taken and non-prescription treatment was used. There was no permanent damage as a result of the event.

Manufacturer narrative:
The device is not being returned by the customer for evaluation. If the device is returned and additional info becomes available a follow up report will be submitted.